Event description:
The pt received two leads with the same lot number. It was reported the physician electively abandoned the implant procedure after an hour and a half due to failed attempts to advance the leads to the appropriate level.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.